Manufacturer narrative:
Evaluation completed. One bl3170 stellaris handpiece, serial number (B)(4) was returned. Visual inspection found the transducer horn dented. A functional test was performed using a stellaris system. The handpiece data displayed tune count 30, on-time 1627284, and average power 0. The handpiece tuned primed and functioned as intended. In addition a filter test was performed by running processed water through the irrigation tube of the handpiece out onto a 0.45 micron filter. The water was then vacuumed off in an attempt to trap any possible particles. Microscopic examination of the filter found a red and blue fiber-like particles, several yellow/cream and orange colored particles. There were also a couple of dark very small particles less than 20 microns in size. The particulate will be sent to a lab for analysis. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The bio. Med. Tech. Reported during surgery, using the stellaris ultrasound hand piece, the doctor thought he saw something come out of hand piece. There was a microscopic piece of plastic in eye. The doctor was not able to remove it. There were no adverse reactions, it is not causing any issues, and vision is good.